Event description:
It was reported by the implant surgeon, that instrument disassembled during surgery. The surgeon takes full responsibility for the disassembly of the instrument. Surgeon used a hammer on the instrument, and that's why it disassembled. According to the implant surgeon, the case is closed.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.